Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump alarm battery out limit. Customer's blood glucose was 327 mg/dl. The customer stated the device alarm after battery change. The customer stated the device is alarming at time of call. The customer was advised to monitor pump. The customer was advised that we are sending a replacement battery cap. The customer was advised to revert to a back up plan and call back for troubleshooting. The customer declined to troubleshoot for high and low blood glucose.